Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Both brake handles have snapped on him. They have both broken about half way up the brake handle through the pre-drilled holes on the high mount, push to lock brake.